Event description:
It was reported that pump displayed malfunction code 15 with fault ID 0x277e and no notable events occurred prior to malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset device without recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if malfunction code occurred again, which customer acknowledged and understood.